Event description:
During the procedure upon injection a hole was detected in the shaft of the catheter. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.